Event description:
Had the essure and novasure done; wasn't supposed to have a period, but had the worst periods of my life between (B)(6) 2016, (when I did the essure and novasure). Couldn't work. Made an appointment and found fibroids in my uterus.